Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that 1 out of 1 dressing had a red piece of tape on the dressing upon opening the package.